Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. The black mark was found after the device was compounded with meropenem, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed black particulate matter, approximately 0.02 square mm in size, embedded in the material of the stress member plug. The particles were not in contact with the fluid pathway as they were completely embedded. No black mark on the filter was identified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.